Event description:
Complainant alleges "the customer reported that during the use of two mini-laces on the same patient and applied by the same user, the first mini-lac broke during use. The second lac was applied and then removed, but damaged the patient's vein. There was no patient/staff consequences."

Manufacturer narrative:
The device is in process of being returned for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.